Event description:
It was reported that a system error message was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in excellent condition. The pump event history showed a primary audible alarm background (bgnd) test error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during occlusion test. The speaker and interconnect board was carefully inspected and no physical or any other damaged was found. The root cause of the reported issue is unable to be determined. The technician replaced the speaker for preventive measure. Performed occlusion test and all functional tests which passed.